Manufacturer narrative:
Follow-up #1: date of submission 11/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings. On investigation, the alleged vibration issue was not duplicated in the evaluation. Using the returned caps, the pump powered up to the verify screen with auditory and vibratory features. The vibration motor was activated and it vibrated continuously without any interruption.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (no vibration) issue. Reportedly, the auditory feature is operational. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.